Event description:
The user facility reported that the device broke in the case. When removing the wire, the tip broke off in the patient, and they could not retrieve it. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nursing manager. The actual device was not returned. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following controls. In the product assembling process, 100% visual inspection is performed to confirm that there is no deformation in the coil. After the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly in it. In the shipping inspection, the sliding resistance of distal end is measured for each lot to confirm that there is no anomaly in the lubricity. In the shipping inspection, pulling strength is measured on sampling basis for each product code/lot number to confirm that there is no anomaly in it. The instructions for use (IFU) of this product includes the following warning: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Please refer to section h10 for the importer report on this reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.